Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the hard drive and reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently display corrupt drive error message. No patient injury was reported.